Event description:
It was reported that a bd vacutainer® eclipse¿ blood collection needle had leakage of blood through the rubber stopper at time of the draw. The report is as follows, "we have had three draws at the university from this lot where the blood leaks through the rubber stopper at time of draw. You can actually see the needle is not fully in the rubber shaft below. We have placed this box in the cupboard with ¿do not use¿ taped across the top."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated, and blood inside the holder was observed; however, due to the clarity of the photo it is unable to be determined if there is damage or defects present in the sleeve. The returned samples were subjected to visual inspection and functional testing and all samples met the required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, evaluation & testing of the customer samples was conducted and sleeve leakage was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer eclipse blood collection needle had leakage of blood through the rubber stopper at time of the draw. The report is as follows, "we have had three draws at the university from this lot where the blood leaks through the rubber stopper at time of draw. You can actually see the needle is not fully in the rubber shaft below. We have placed this box in the cupboard with ¿do not use¿ taped across the top."